Event description:
A customer reported a malfunction on their pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted with resetting the device before the customer disconnected the call.